Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant the ventricular lead the helix would not extend, the lead was twisted. The lead was not used and a new lead placed. There were no adverse consequences to the patient.